Event description:
This lead was implanted on (B)(6) 2010 and capped on (B)(6) 2011 due to it is no longer in use. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).